Event description:
Flow rate too fast. The pump was empty in 18 hours.

Manufacturer narrative:
Received one empty and used pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 110ml and a flow rate accuracy test was performed. The pump flowed within specifications. The directions for use (dfu) (1303046, rev. E) contains a caution for under filling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal. A review of the lot history found this to be the only complaint for fast flow for this lot.